Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that 1113 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). On the day of the index procedure, the clinical status assessment indicated that the patient's qualifying condition was stable angina (ccs class 3) and patient was referred for cardiac catheterization. The index procedure treated a 3.50x10mm, 75% stenosed lesion located in the mid right coronary artery (mid rca) with predilation and placement of a taxus express 3.50x16mm drug eluting stent. The post-procedure target lesion had 5% diameter stenosis. There were no reported complications. The patient was discharged the next day on aspirin and plavix. At 1113 days after the implant procedure, the patient underwent a scheduled outpatient cardiac catheterization due to angina. Cardiac catheterization revealed 80% stenosis in the distal rca, 75% stenosis in the right posterolateral branch (rpl), and 100% stenosis in the proximal left circumflex (prox lcx). The next day, the patient returned to the study site for elective percutaneous coronary intervention (pci). The distal rca and the first rpl were treated with a 2.75x32mm taxus stent, reducing the stenosis to 0%. Angiographic core lab report notes 20.85% stenosis in the mid rca. Patient was discharged two days later on aspirin and plavix. In the opinion of the physician, the relationship of the tvr to the taxus stent is possibly, and the relationship to the prior co-morbid condition is also possibly.